Manufacturer narrative:
Age at time of event: 18 years or older. Device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the burr became stuck on the lesion. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected for use. During procedure, it was noted that the rotalink burr became stuck in the area of severely diffused calcium with significant instent restenosis proximal to the target lesion. The burr was retrieved by attaching a hemostat to the drive shaft and rotating it counter clockwise and pull the burr out of the patient's lesion. Procedure was completed with this device. No further patient complications were reported and patient was fine.